Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 125 mg/dl to 337 mg/dl. A correction bolus via the pump was delivered to address bg. A system check was performed and the pump date and time was incorrect by 1 day; cause was unknown. Reportedly, the customer corrected the pump date and time to resolve the issue.